Event description:
After the dcb00 model intraocular lens (iol) was partially inserted, a mark was detected in the central part of iol, which resulted in performing an incision enlargement to withdrawal the lens during the same procedure. The doctor did not use a backup lens to complete the procedure and the patient left aphakic. Although patient status post procedure is unknown there is no indication that medical intervention or surgical intervention was necessary to preclude permanent impairment of a body function or prevent permanent damage to a body structure. Patient information cannot be provided due to personal data protection policy/legislation. No further information is available.

Manufacturer narrative:
Additional information: section a-2 patient age/date of birth: information cannot be provided due to personal data privacy legislation/policy. Section a-3b patient gender: female section a-4 patient weight: information cannot be provided due to personal data privacy legislation/policy. Section a-5 patient ethnicity: information cannot be provided due to personal data privacy legislation/policy. Section a-6 patient race: information cannot be provided due to personal data privacy legislation/policy. Section d-6a date implanted: not applicable as the iol was not implanted. Section d-6b date explanted: not applicable as the iol was not implanted; therefore, not explanted. Section e-1 reporter telephone number: (B)(6) - field only accepts the us phone number format. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.